Event description:
Caller reported encountering alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high." Customer was instructed by technical support to change supplies and resume insulin therapy, as they declined further troubleshooting to identify the cause of the occlusion.